Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc). The patient was seen for a revision procedure where lead body and terminal pin damage was noted. The lead was surgically abandoned. There were no adverse patient effects reported.